Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was implantable neurostimulator (ins) inversion. The clinical diagnosis was discomfort and rotation of the ins in the abdominal pocket. The outcome was resolved without sequelae. Interventions included repositioning the device. The ins was moved from abdominal pocket to a new right buttock pocket. The patient reported discomfort and rotation of implantable neurostimulator (ins) in abdominal pocket on (B)(6) 2016. Diagnostic methods included imaging on (B)(6) 20106 and showed no rotation. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the ins pocket. The patient had gained considerable weight and had problems programming the device in the pocket because it was difficult to locate and was flipping forward in her panniculus.